Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the drill bit broke during use. The broken piece was retrieved from the surgical site and the procedure was successfully completed using a back-up device. No patient injury or other complications were reported.